Event description:
It was reported that during the replacement of a gastric band, when the gastric band was removed, it was deflated as if there was a leak. A new gastric band was placed. The patient is currently fine.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.